Event description:
The customer received a morning blood glucose reading of 99mg/dl on the breeze2 meter. He had eaten a banana and then showed signs of hypoglycemia. When the paramedics arrived they tested his glucose on their meter and the reading was 38mg/dl. The customer was treated but specific information was not provided. The test strip information was not provided. A new meter was sent to the customer.